Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for use in a thrombectomy procedure. Before the procedure, the barcode communication failed. The outcome of the procedure remains unknown. The procedure was not completed due to this event. No patient complications were reported and the patient was stable.